Manufacturer narrative:
Device was initially received for the complaint that a dso delamination. During investigation found the dso seal was detached instead of delaminated. This malfunction makes the event reportable. The review of event log/alarm history found that there is no information related to the reported issue. The review of service history found that no previous repairs noted in the last 12 months. The visual and functional testing was performed. The root cause of the reported issue was dso seal detachment. The reported issue was resolved by replacing the dso seal. The downstream occlusion (dso) / upstream occlusion (uso) sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration.

Event description:
It was reported that a dso delamination and the event occurred during testing. During investigation found the dso seal was detached instead of delaminated. This malfunction makes the event reportable.